Manufacturer narrative:
H3: product analysis as found condition: the concerto coil was returned for analysis within a shipping box; within an opened concerto outer carton; within a sealed plastic biohazard pouch and within a piece of lint-free wipe. The unknown non-medtronic micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the concerto implant coil was found damaged. The implant coil was found already detached from the pusher. The pusher was not returned for analysis. The detach element stick was found broken. Testing/analysis: the concerto coil could not be used for resistance testing due to the damaged condition and due to the implant already detached. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed as the damages found is consistent with resistance. Customer reported the cause of the resistance was due to mishandling and the IFU instructions were not followed. The returned concerto implant coil was found damaged and the detach element stick was found broken. It is likely these damages occurred due to advancing against the reported resistance. As the unknown micro catheter used during the event was not returned for analysis, any contributing factors of the micro catheter towards the resistance could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two coils were trapped in the multipurpose delivery catheter possibly due to mishandling. The proce dure was completed with inputs from the company and competing products. The IFU (instruction for use) was not followed during preparation, procedure, post-procedure as no rebar microcatheter was used. No patient symptoms or complications were associated with this event. There was no medical or surgical intervention, the event did not lead to or extend hospitalization, and there was no injury. The lesion/vessel site associated with the event was the left distal gonadal vein. It was noted the patient's vessel tortuosity was moderate. There was no calcification. The vessel was not pre or post-dilated. It was noted that there were abnormalities in relation to anatomy including pelvic varicose veins. Additional information received that the cause of the resistance was the physician did not adequately address the coil with the hypotube. The resistance was located in the distal section. The coils came out of the introducer sheaths smoothly. There was a kink/damage to the coils observed after removal. The catheter was not a medtronic product.